Event description:
The pt had not been able to get the ipg to hold a charge six months. Different chargers were tried and the position of the charger was changed. The pt finally agreed to a battery replacement. The replacement was delay due to unrelated medical issues. No injury to the pt was reported.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.